Manufacturer narrative:
During inspection and testing, the reported issues (misaligned transducer and snaky connecting tube) were not confirmed. In addition, service found the adhesive on the bending section cover was chipped, the bending angle was out of specification due to wear of the angulation wire, and the water removal ability was out of specification due to clogged nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the transducer at the distal end of the subject device was misaligned and the connecting tube was snaky. The reported issue occurred while reprocessing the subject device. There was no patient involvement. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, a minute crack was observed at the distal end side between nozzle hole and forceps raiser opening. This report is being submitted for the malfunction found during evaluation (crack on distal end).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the correction in g3 and the updates in sections h6 and h10. Correction to g3 of the initial medwatch. The aware date should be 07-aug-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to physical stress caused by handling. The following information is stated in the instructions for use (IFU): ¿3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct previous statement in h10. Correction to g3 of the initial medwatch was stated incorrectly as no correction to g3 was needed. The correct aware date should be 28-jun-2022 from the initial report.